Manufacturer narrative:
BLOCK B3: EXACT DATE APPROXIMATED BASED ON THE DATE THE MANUFACTURER BECAME AWARE OF THE EVENT.

Event description:
IT WAS REPORTED THAT DURING AN IPG REPLACEMENT PROCEDURE, THE PHYSICIAN FOUND OUT THAT SOME CONTACTS OF THE PADDLE LEAD WERE PARTIALLY ABORTED AND DAMAGED. THE PHYSICIAN TRIED TO INSERT THE FULL TAIL OF THE PADDLE LEAD TO PORT D BUT UNSUCCESSFUL. THE SAME OLD PADDLE LEAD WAS INSERTED INTO THE NEW IPG WITH ONLY 2 WORKING CONTACTS. THE PATIENT WAS DOING WELL POSTOPERATIVELY.

Event description:
It was reported that during an IPG replacement procedure, the physician found out that some contacts of the paddle lead were partially aborted and damaged. The physician tried to insert the full tail of the paddle lead to port D but unsuccessful. The same old paddle lead was inserted into the new IPG with only 2 working contacts. The patient was doing well postoperatively.

Manufacturer narrative:
Block B3: Exact date approximated based on the date the manufacturer became aware of the event.Investigation Results:The device was not returned for analysis; therefore, a technical analysis could not be performed. Device History Record:It was confirmed that this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Investigation Conclusion:The device was not returned for analysis and the complaint as reported could not be confirmed. Record review revealed no additional information related to the Complaint. Therefore, this investigation is unable to determine a probable cause for the complaint and the conclusion code Cause Not Established will be used.